Manufacturer narrative:
(B)(4). Device received, evaluation pending.

Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual examination of the reload by (B)(4) qa noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing by (B)(4) qa, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the jaws of the reload would not open following the device movement check. The silver switch to open the jaws did not work, so the adapter was reattached to the handle. The silver button did work at that point, the jaws could be opened and sulu was detached form the adapter, which was pre-fired; at that time, handle and adapter indicators were illuminated, reload symbol was flashing and the status indicator was illuminated blue. The case was completed using another handle with no problem. There was no injury or adverse event reported.